Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: "stryker pi reference (B)(4). Released on 09.02.2023. Reported event system doesn¿t start up. Visual burned elements (c52 ¿ c55 capacitors and q4 transistor) were found on the power board. Functional system doesn¿t start up. Report confirmed yes. Conclusion broken power board. Disposition discarded by stryker" probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire. Isolation power supply failure. Use error: console is sterilized or disinfected. Use error: console cleaned with incompatible products. The reported failure mode will be monitored for future reoccurrence.